Event description:
On (B)(4) 2013, it was reported that the physician has a handheld that will not charge, and he would like to return his system for a new one. Follow up found that the programming system was stored in the office at room temperature. The system was kept in the storage case and there was no sun exposure. The handheld was not subjected to high temperatures, nor has the battery been stored/transported with metal objects which may have induced a short circuit, or other adverse factors. The programming wand was returned with no adverse performance allegations. Other than normal wear related observations, no external visual anomaly was identified with the serial data cable or case. Internal visual inspection of the printed circuit board assembly and associated components revealed no anomaly. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. No additional information has been provided.

Event description:
The handheld computer was returned for the allegation of battery failure, will not hold charge. The handheld computer was received with a serial cable, the flashcard, and with main battery depleted. Visual inspection identified no anomalies. An attempt was made to power on the handheld computer using a known good ac power supply, but was unable to complete. It was identified that the battery latch was in the unlocked position and the battery latch was moved to the locked position. The handheld computer was powered using a known good ac power supply with no anomalies and the initial setup process was performed. The back-up battery indicator read ¿very low¿, which is expected because the back-up battery will discharge if the unit is not supported by an external power source or by main battery power. The handheld computer¿s main battery was fully recharged successfully using the power supply adapter. The power button light on the handheld computer was amber and then later turned green giving the indication that the main battery was fully charged. The software was installed and interrogation and diagnostic tests were performed with no observed anomalies. The handheld was powered-on continuously using only the main battery for more than an hour. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0ma, and then the battery was interrogated to verify new settings. The main battery had a remaining charge of 72% at the conclusion of testing. An analysis performed on the returned handheld computer did not verify the allegation. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the battery latch was in the unlocked position. This condition can prevent the handheld computer from turning on, but does not prevent the main battery from being charged. Once the latch was moved to the locked position, no anomalies associated with the handheld computer performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld computer performed according to functional specifications. No anomalies were identified via external inspection of the flashcard. The software was installed and verified on the main screen with no anomalies. Interrogation and diagnostic tests were performed with no anomalies on a 102 generator. No anomalies were observed when diagnostic, parameter, and magnet history databases were viewed. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0ma, and then the battery was interrogated to verify new settings. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.